Event description:
It was reported that there was an inquiry regarding the battery longevity. Technical services confirmed that the slightly increase in the battery consumption was due to the patient was having chronic atrial fibrillation. Therefore, it was recommended to turn the atrial sensing off and reassess the battery status. Device remains in service. No adverse patient effects were reported